Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. Insulin pump had cracked battery tube threads, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a partially blank display and an alarm before entering carbs. Customer also stated that the device had frozen display and no buttons were responding. Blood glucose reading was 168 mg/dl. The insulin pump will be replaced. Nothing further reported.